Event description:
I have the dexcom g7. Out of the last 18 units I have received, 12 have failed. By failed I mean giving false readings, wouldn't calibrate or would just state sensor error. Patient code: 4582. Device codes: 1535; 2440; 2588. Reference reports #: mw5172765, mw5172766, mw5172767, mw5172768, mw5172769, mw5172770, mw5172771, mw5172772, mw5172773, mw5172774, mw5172775.